Event description:
A report was received that the patient's ipg has reached end of life. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was a non bsn patient.

Event description:
A report was received that the patient's ipg has reached end of life. The patient will undergo a revision procedure.